Event description:
It was reported that surgical intervention was undertaken on an unknown date during which the entire system was explanted due to lead migration to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.